Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer stated that their qc was out of range, so they recalibrated the assay and reran qc successfully. The calibration recovery data showed the last two calibrations were accompanied by calibration error flags. The alarm trace did not contain a conspicuous event. It was found that the customer's water conductivity was outside of the specified range. The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results for 2 patient samples on a cobas 8000 c702 module. The customer questioned the high initial results as they did not match the patient's previous results and the cholesterol and glucose results, which prompted them to repeat the samples. Sample 1 had an initial result of 213 mg/dl. The sample was repeated on another c 702 analyzer and the result was 148 mg/dl. Sample 2 had an initial result of 305 mg/dl. The sample was repeated on another c 702 analyzer and the result was 168 mg/dl. No questionable results were reported outside of the laboratory.